Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at initial drain and I-drain alarm volume was met. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:19:13. During night drain cycle one, the patient's ultrafiltration reading was 1486ml, indicating the home patient (hp) drained 1486ml more than their maximum programmed fill volume of 1900ml. No additional information is available.